Event description:
During a case, the user reported that the tidal volume readings became erratic and alarms were posted by the machine. The anesthesia machine was replaced to complete the case. No pt injury. After the case, visual examination of the machine found that the inspiratory valve disc had broken. Date of occurrence was either 05/11/05 or 05/12/2005.

Manufacturer narrative:
H.3 a biomed at the facility performed an evaluation of the anesthesia machine and as reported, the inspiratory valve disc was found to have broken. The ceramic valve disc was replaced and the machine functioned normally.